Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seals were undamaged. There was no evidence to review in the device's event history log. A delivery and occlusion test were performed as part of the functional test and the reported issue was duplicated. The flow rate was too high. The cause of the reported issue was unknown. As a result, the expulsor was re calibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flow rate delivered is 29.1. Instead of 30. Deviation too large. No adverse patient effects were reported by the customer.